Manufacturer narrative:
(B)(4) date sent to the FDA: 02/23/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2016 and barbed suture was used. During performing a single site of laparoscopic cholecystectomy and suturing fascia, the tab pulled straight through after the first suturing and the wings on the tab pulled off. The procedure was completed with other suture. Additional information has been requested.